Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported following an ipg replacement on (B)(6) 2022 the lead had low impedances and would not be able to be placed in MRI mode which the patient needed for unrelated health issues. Surgical intervention took place on (B)(6) 2023 wherein the patient¿s system was explanted and replaced to address the issue.